Event description:
During a farapulse procedure for the treatment of paroxysmal atrial fibrillation, the faradrive steerable sheath clear was selected for use. Air was observed within the shaft of the sheath and was aspirated in accordance with the recommended workflow and guidelines. An infusomat was used with an initial flow rate of 60 ml/hour. As this rate appeared insufficient, it was increased to 100 ml/hour. Despite the adjustment, an increased presence of air was noted in the sheath, particularly when it was retracted into the right atrium at the end of the procedure. At that time, the farawave catheter remained inside the sheath. The air was again removed by aspiration. The procedure was successfully completed using the original device, and no patient complications were reported. The product is not expected to be returned, as it was disposed of following the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device had been disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.